Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/27/2023, that on 11/21/2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. On 11/21/2023, it was reported that the patient experienced a skin reaction with burning, redness, and pustules under the entire patch area, which occurred 7 days after the sensor had been inserted in the arm. The site was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor at the ER and was diagnosed with a skin infection. The reaction was treated with a prescription of an oral cephalexin. The patient was discharged home after 30 minutes. The patient was in good condition at the time of report. No additional event or patient information is available.